Event description:
Reportedly, the atrial pacing and sensing polarities were not set automatically to bipolar at the implantation; this had to be done manually upon the first interrogation after the implantation.

Manufacturer narrative:
Preliminary analysis revealed that the device behaved within specifications.

Event description:
Reportedly, the atrial pacing and sensing polarities were not set automatically to bipolar at the implantation; this had to be done manually upon the first interrogation after the implantation.

Manufacturer narrative:
Please refer to the attached analysis report. D3 and g1 updated.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the atrial pacing and sensing polarities were not set automatically to bipolar at the implantation; this had to be done manually upon the first interrogation after the implantation.